Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing pocket stimulation presented in the emergency room. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2015. There were no complications to the patient.